Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in hospital for a pre magnetic resonance imaging (MRI) check. The patient had recently fallen. During interrogation both leads showed changes in impedance out of range (oor) high, causing a polarity switch and sensing issues. Far field r-wave (ffrw) oversensing/noise was seen which was falsely inhibiting pacing. On review with patient and their family it was stated that they had been having episodes for a couple weeks. Several episodes of asystole's were located. The leads were capped, and the physician decided to explant the device as the patient was pacemaker dependent. A new implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was in hospital for a pre magnetic resonance imaging (MRI) check. The patient had recently fallen. During interrogation both leads showed changes in impedance to out of range (oor) high, causing a polarity switch and sensing issues. Far field r-wave (ffrw) oversensing/noise was seen which was falsely inhibiting pacing.  On review with patient and their family it was stated that they had been having episodes for a couple weeks.  Several episodes of asystole's were located. The leads were capped, and the physician decided to explant the device as the patient was pacemaker dependent. A new implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b5 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.